Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer. Reportedly, the customer declined troubleshooting with tandem technical support.